Event description:
The customer alleged to have received blood glucose results from his contour next ez when using the contour test strips, for a period of two weeks. The meter is expected to produce an error when using any strip other than the contour next test strips. No adverse event was alleged. New meter and strips were sent to the customer and he is expected to return his products for evaluation.